Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. N/a was selected as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported while wearing the adc device. The customer experienced symptoms described as severe inflammation at the sensor site. The customer had contact with a healthcare professional who provided unspecified antibiotics for 10 days as treatment for infection. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
An adverse skin reaction was reported while wearing the adc device. The customer experienced symptoms described as severe inflammation at the sensor site. The customer had contact with a healthcare professional who provided unspecified antibiotics for 10 days as treatment for infection. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. No physical damage was observed on the sensor patch. Visual inspection was performed on the returned adhesive and no issues were observed. No malfunction or product deficiency was identified. This issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported while wearing the adc device. The customer experienced symptoms described as severe inflammation at the sensor site. The customer had contact with a healthcare professional who provided unspecified antibiotics for 10 days as treatment for infection. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. No physical damage was observed on the sensor patch. Visual inspection was performed on the returned adhesive and no issues were observed. No malfunction or product deficiency was identified. This issue is not confirmed. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Shelf life studies and dose audits were performed during product development and on market performance continues to be monitored for this product. All monitoring processes meet adc requirements. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. This serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly documented in the #1 follow up report. The correction has been made here. All pertinent information available to abbott diabetes care has been submitted.